Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported that the customer experienced high blood glucose level. The customer¿s blood glucose value was 600 mg/dl at the time of incident. The customer also states that insulin pump had no delivery alarm, however it was resolved by changing complete infusion set and reservoir. Customer declined troubleshooting for high blood glucose. The customer experienced symptoms related to high blood glucose such as tired. The customer treated their high blood glucose levels with insulin pump. The insulin pump will not be returned for analysis.